Manufacturer narrative:
Citation: huded cp. Frailty status and outcomes after transcatheter aortic valve implantation. Am j cardiol. 2016 jun 15;117(12):1966-71. Doi: 10.1016/j.amjcard.2016.03.044. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding frailty status and outcomes after transcatheter aortic valve implant (tavi). All data were collected from a single center between 2012 and 2015. The study population included 191 patients (predominantly male; mean age 82 years), 41 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 6 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, major bleeding, and vascular injury. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.